Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-04332 addresses a interject gold probe, manufacture report #3005099803-2012-04333 addressed a gold probe, while manufacturer report # 3005099803-2012-04334 addresses a second gold probe. It was reported to boston scientific corporation on (B)(6) 2012 that on injection gold probe and two gold probes were used during a colonoscopy procedure on (B)(6) 2012. According to the complaint, during the procedure, the patient was bleeding in the stomach; however, the interject gold probe and the two gold probes were unable to receive any electrical current causing the bleed to not stop. They tried all three with different erb generators and non bsc adapter cables inside and outside of the patient; however, the devices would not work. The procedure was completed with a argon plasma coagulator (apc-argon plasma coaglator). A sclerotherapy needle and apc were used to stop the bleeding and complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-04332 addresses a interject gold probe, manufacture report #3005099803-2012-04333 addressed a gold probe, while manufacturer report # 3005099803-2012-04334 addresses a second gold probe. It was reported to boston scientific corporation on (B)(6) 2012 that on injection gold probe and two gold probes were used during a colonoscopy procedure on (B)(6) 2012. According to the complaint, during the procedure, the patient was bleeding in the stomach; however the interject gold probe and the two gold probes were unable to receive any electrical current causing the bleed to not stop. They tried all three with different erb generators and non bsc adapter cables inside and outside of the patient; however the devices would not work. The procedure was completed with a argon plasma coagulator (apc-argon plasma coaglator). A sclerotherapy needle and apc were used to stop the bleeding and complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-04332 addresses a interject gold probe, manufacture report #3005099803-2012-04333 addressed a gold probe, while manufacturer report # 3005099803-2012-04334 addresses a second gold probe. It was reported to boston scientific corporation on (B)(6) 2012 that on injection gold probe and two gold probes were used during a colonoscopy procedure on (B)(6) 2012. According to the complaint, during the procedure, the patient was bleeding in the stomach; however the interject gold probe and the two gold probes were unable to receive any electrical current causing the bleed to not stop. They tried all three with different erb generators and non bsc adapter cables inside and outside of the patient; however the devices would not work. The procedure was completed with a argon plasma coagulator (apc-argon plasma coaglator). A sclerotherapy needle and apc were used to stop the bleeding and complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.